Event description:
It was reported that during the implantation surgery on (B)(6) 2013, whilst drilling a seal for the implant the dura was hit. This was repaired and a full insertion of the electrode array was achieved. As per additional info received, the clinic is going to reposition the implant housing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.